Event description:
It was reported that bilateral patient underwent left partial knee arthroplasty. Subsequently, the patient underwent a revision procedure due to disassociation of the bearing. Patient is starting to feel some pain currently.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. The post primary radiograph is not aligned appropriately to allow a radiographic assessment to be completed of component sizing and alignment. Therefore, a root cause of bearing luxation cannot be determined. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bilateral patient underwent left partial knee arthroplasty. Subsequently, the patient underwent a revision procedure due to disassociation of the bearing. Patient is starting to feel some pain currently.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bilateral patient underwent left partial knee arthroplasty. Subsequently, the patient underwent a revision procedure due to disassociation of the bearing. Patient is starting to feel some pain currently.